Event description:
The account reported the brake pedal will set but the brakes do not hold. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found the brake cable is no longer moving. Hill-rom technical support asked the account to check the brake detent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance no this bed in 2007. It is unk if the facility performed any other preventative maintenance on this bed. Three attempts have been made regarding a resolution with no feedback from the account. Based on this information, no further action is required.